Event description:
It was initially reported by the physician that they suspect a lead disconnection in a pt based on the x-ray review. The pt could not feel magnet stimulation when they swiped the magnet. Nurse was not sure about the exact diagnostics results but she did see a high impedance message. Pt was seen on (B)(6) 2010 and everything was working fine and pt could feel magnet stimulation; however, pt was again seen on (B)(6) 2010 and pt reported about not feeling magnet stimulation anymore. No pt manipulation or trauma was reported. X-rays were sent to MFR for review. The positive connector pin was visualized to be not fully inserted, but past the connector block indicating that it is inserted far enough for electrical contact. No other causes for the high impedance were identified in the visualized portion of the pt's vns device; however, an unpronounced lead discontinuity cannot be ruled out. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Improper lead connection issue could possibly be causing the high impedance result.